Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0313 captures the reportable event of blood protein abnormal. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stents was to be implanted during a procedure performed on (B)(6) 2025. On (B)(6) 2025 approximately two weeks, the stent migrated distally into duodenum. The patient then experienced abnormal lfts and/or blood counts. Another wallflex biliary stent was used to complete the procedure. The patient received a surgical intervention to remove the migrated stent.

Manufacturer narrative:
Block b5 (event description) and block h6 (patient code and evaluation codes) have been corrected. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0313 captures the reportable event of liver damage/dysfunction. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stents was implanted to treat a malignant, procedure performed on (B)(6) 2025. During the post procedure, the stent migrated distally into duodenum and cause abnormal lfts and/or blood counts. An endoscopic procedure was performed to remove the migrated stent. Another wallflex biliary stent was used to complete the procedure.